Event description:
An elevated accu tni 0f 0.73 ng/ml was obtained using access 2 instrument. The customer's procedure is to rerun all samples with elevated accu tni results. The erroneously elevated results were not reported out of the lab. The patient sample was rerun on a second chemistry analyzer and the accu tni result was 0.09 ng/ml. The accu tni result of 0.09 ng/ml was reported. The elevated accu tni was not reported out of the lab. There was no affect to the patient.